Event description:
Event description cpi received information that this implantable cardioverter defibrillator was found in the inactive mode. During conversation between the physician and the patient, it was discovered that the patient had visited several casinos in the las vegas area. The physician concluded that one of the security systems at the casino may have reporgrammed the ICD. The ICD was reprogrammed.